Event description:
It was reported thrombosis occurred. On (B)(6) 2025, a left atrial appendage closure (laac) procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was implanted. The patient was discharged on a regimen of aspirin and eliquis for the first 45-days, followed by aspirin and plavix until six months post implant. The next six months the patient was to take aspirin. The patient has a history of non-compliance for taking prescribed medication. The patient also did not attend the 45-day follow up appointment but did have routine one year post implant computed tomography (CT) imaging on (B)(6) 2026. CT images showed device related thrombus. The patient was not experiencing any symptoms at the time of diagnosis. The patient was instructed to take oral anticoagulation (oac) medication to treat the thrombus. There were no further complications reported.